Event description:
On (B)(6) 2012, pt reported the up button on the infusion device is defective. The up button was "hard to respond" 3 weeks ago, and on the day of the report, the up button would not respond at all. The up button was not cracked, broken, or stuck. The infusion device was not dropped or exposed to water ro insulin ingress. Pt switched to his backup infusion device. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested for eval.